Manufacturer narrative:
The customer¿s report of a leak was not confirmed or replicated. Visual inspection revealed no damage anywhere on the extension set or any component. Functional testing and pressure testing resulted in no leaking. The root cause of the reported leak was not determined.

Event description:
The customer reported leaking from the filter of an extension set mated to a PICC line during a tpn infusion, dosage and rate not specified. Although there was no patient harm the PICC line was noted to have clotted off and had to be replaced.